Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak had foreign matter material #309702 batch #5127598. It was reported by customer that found two 3ml syringes with what was identified as silicone on them. Rcc received a complaint via email. Dmr # po #: defect material description: syringe tray, 3ml bd 25pk (ref. 309702) lot number: 5127598 item code: 309702. Defective quantities: 2. Defect description: found two 3ml syringes with what was identified as silicone on them. Observed date: (B)(6) 2026. Observed during which process stage: compounding ir/ dmi number if launched: sample availability for supplier to investigate: no is defective evidence (i.e. Pictures; test results etc.) Available? Yes, is patient impacted? No if defect has been reported to third party? No if the defect report from quva customer? No is there a trend observed? No supplier action awareness/ attention.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photos. Analysis of the sample showed that each photo shows one loose syringe filled with an unknown clear fluid with an unknown grey particulate on the barrel non-fluid path. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.